Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of distal tip detached. Block b3: exact date unknown, event occurred in may 2024. Information from blocks b5, e1 and h6 have been corrected.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a bronchoscopy procedure to control bleeding on an unknown date in (B)(6) 2024. When the device was removed from the bronchoscope, the tip of the gold probe was missing. The bronchoscope was reinserted into the patient and the broken tip was visualized. The detach tip was retrieved using the suction from the scope. There were no patient complications reported as a result of this event. Note: the device was reported to be used during a bronchoscopy procedure; however, the IFU does not list this anatomy as an indication. The gold probe IFU states, "the gold probe catheter and the gold probe 350cm catheter are indicated for use in transendoscopic electrohemostasis of visible bleeding and non-bleeding sites in the gastrointestinal tract including the esophagus, stomach, duodenum, and colon".

Event description:
It was reported to boston scientific corporation that a gold probe was used during a bronchoscopy procedure to control bleeding on a unkown date in (B)(6) 2024. When the device was removed from the bronchoscope, the tip of the gold probe was missing. The bronchoscope was reinserted into the patient and the broken tip was visualized. The detach tip was retrieved using the suction from the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of distal tip detached. Block b3: exact date unknown, event occurred in (B)(6) 2024.